Manufacturer narrative:
The reported event of set screw anomaly could not be confirmed. A visual inspection of the septum did not reveal any anomaly that could contribute to the reported event. All set screws were able engaged normally with the torque wrench during testing in the laboratory. The telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and observed to be normal.

Event description:
It was reported that the set screw was unable to be engaged by the screwdriver during the implant procedure. As a result, the screw was unable to be tightened to the header of the device. The device was explanted and replaced to resolve the event and the patient was in stable condition.